Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump alarmed during the load step. The pump cover was opened and the internal motor was found to be defective.

Event description:
The pump was returned for investigation. Investigation revealed an internal motor failure. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.